Manufacturer narrative:
(B)(4).

Event description:
The patient developed a (B)(6). The physician planned to remove the pump. The physician was titrating the patient down off of the intrathecal dilaudid and planned to manage the patient with oral drugs and patches. Additional information has been requested. A follow-up report will be sent if additional information becomes available.